Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 425cc saline, catalog: 3501670, lot: 5660991. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent breast reconstruction revision with mentor smooth round moderate profile 425cc saline breast prostheses. Right side breast prosthesis was reported to have gotten progressively hard and tight. It was noted that it was rock hard and smaller than the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.